Event description:
It was reported by service report that the power cord had loose and bent prongs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power prongs were bent and ground prong was loose.